Event description:
Per the clinic, the patient experienced feedback as well as issues at the magnet site. Subsequently, the implant magnet was explanted on (B)(6) 2025 under general anesthesia and the patient was reimplanted with transcutaneous osia implant system on a different site.